Event description:
The service report shows the customer reported that the audible alarm was intermittent. The mallinckrodt customer support engineer (cse) verified the customer's observation. The cse inspected the device and tighten the connection to the alarm assembly. The unit passed extended self testing. This report is not an admission by mallinckrodt that this device caused or contributed to the event alleged in this report.